Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed. Device not available.

Event description:
The patient called and explained that she was experiencing increased headaches and that her valve had reset itself from 150 to 120. She went on (B)(6) to (B)(6) medical center in (B)(6). And advised dr. That her valve was causing her excruciating headaches (she didn't have product code). She was not pleased with them since they did not treat her headaches and could not verify the valve setting. On 4/3 (today) she went to the doctor in (B)(6) and it was verified that the valve was set at 120 and should be at 150. The valve was reset to 150 and she was sent home. The doctor said her headaches should decrease and left the valve implanted. She wanted to know if the valve reset itself again (to 120) and her headaches do not decrease what should she do? I advised her to contact her dr.

Manufacturer narrative:
(B)(4). The product number that was previously reported to us was incorrect. This report has been updated with the corrected product information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional information regarding the reported event was provided by the sales rep. This report has been updated to include the new information.

Event description:
Additional information provided by sales rep: the patient had a shunt implanted in late (B)(6). Patient was programmed at 80, 120, 180 and 150. Her symptoms improved at 150. She had not been exposed to MRI or any magnets. She became increasingly ill with severe headaches and nausea and went to (B)(6) on (B)(6) 2017. They xrayed the valve which showed setting of 120. The patient thinks the valve inadvertently changed from 150 to 120. Surgeons in (B)(6) did not reprogram her. She went to dr. (B)(6) today to be seen since her ha have worsened over the last month. Xray shows setting of 120. He reprogrammed her to 150 and will follow.